Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number am9766, and no non conformances / manufacturing irregularities were identified. The following information was requested but unavailable: name and indication of index surgery on (B)(6), 2020? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Were cultures performed? Results? Was any medication prescribed to treat symptoms? Please specify. Was the suture removal and debridement performed in a re-operation procedure? Was the wound re-sutured? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was post-operative hospitalization extended as a result of the event? If yes, how long was hospitalization extended? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced wound secretion, erythema and inflammation. On (B)(6) 2020, removal of the suture and debridement were given to the patient. The next day, the patient's condition changed much better. No additional information was provided.